Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the white tubing 6 feet from the control knob, between the connector and the control knob; the fiber was tested with hene laser fixture, the aim beam is visible at fiber break; the white tubing does not exhibit signs of melting at the break; the fiber glass cap does not show signs of usage. Fiber card analysis: 10 joules. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.

Event description:
It was reported that at 21 joules while using the surgical fiber during a prostate procedure, the physician stepped on the foot pedal and observed that the fiber was broken. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.